Manufacturer narrative:
For [e1] ((B)(6)) customer facility/hospital name: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation of cable unit, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. During the visual inspection there was no damage on the cable, probably the problem is inside the cable or camera head itself. After the issue was identified, the video processor, monitor, and the rigid videoscope were replaced.

Event description:
It was reported that the subject device had the video image turned off by itself when the camera head cable moved. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.